Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant the patient experienced terrible symptoms and  thought they were going to die. It was also reported that subsequently the right atrial (ra) lead exhibited high thresholds leading to a device check where the patient developed symptoms with uncomfortable palpitations during threshold testing once capture was lost. Radiographic evaluation showed no anomalies and the patient has been scheduled for another device check later. The ra lead remains in use. No further patient complications have been reported as a result of this event.